Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 1 having delivered 0 pulses, indicating that the pod was not filled by the user. Inspection of the reservoir found it to be filled approximately 25% of full, not enough to raise the plunger up so that the fill rod shorted the fill sensor springs. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from activating after fill and deploying as intended.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.